Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed cleaner was leaking from the rbc aperture o-rings. The fse replaced the o-rings resolving the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 3 ml of uncontained cleaner fluid leaked from the front of a coulter lh 500 hematology analyzer. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.